Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose declined to 40 mg/dl a few hours prior. Customer was able to treat their blood glucose with food and glucose tablets. The customer also reported the threshold suspend feature was prompted for another low event, but their blood glucose was 306 mg/dl. Customer also reported a calibration error alarm on the insulin pump. The sensor will not be returned for analysis.